Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the left cylinder was removed. Upon explant, fluid loss was identified due to a crack in the cylinder connecting tube. Following the intervention, the patient improved.

Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observation of mechanical issues. The observed pump anomaly was determined the most probable cause of the mechanical issue reported clinically. Analysis did not confirm the reported crack in the cylinder connecting tube. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly, and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, the cylinder and pump of this ipp were thoroughly analyzed. The cylinder and its kink-resistant tube (krt) were visually and microscopically inspected, and leak tested. Both the cylinder and the tubing had holes consistent with explant damage. The pump was visually inspected, microscopically examined, and functionally tested. The pump did not pass the activation test. Product analysis did not confirm a cylinder anomaly; however, it did identify a pump issue that likely affected the performance of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited mechanical issues. A surgical procedure was performed in which the left cylinder was removed. Upon explant, fluid loss was identified due to a crack in the cylinder connecting tube. No patient complications were reported.